Manufacturer narrative:
(B)(4). Describe event or problem: additional. Device available for evaluation: additional. Additional information/device evaluation. Device evaluated by manufacturer: additional. Event problem and evaluation codes: additional.

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.